Event description:
It was reported that sensor needle became loose before use. Sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis of 1 opened and used enite sensor, found the needle separated from the sensor base and unable to perform insertion test.